Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found the fiber was received in one piece. The fiber body measured 305 cm from the tip of the fiber connector to the end of the end of the fiber tip. The tip was degraded down to the fiber jacket. During functional testing, light from the sma connector could not be determined, indicating a fracture within the connector. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the analysis results of the fiber, the reported event is confirmed. Fracture within the sma connector can occur during procedural handling of the fiber during setup, use, or reprocessing. The fiber connector may have developed a microfracture that with use or handling, can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. According to the instructions for use (IFU), the following is advised: hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement.

Event description:
It was reported that during procedure the aiming beam of the laser went off and no energy came out anymore. Procedure was completed with another fiber of same model without patient complications. Analysis of the returned fiber identified a fiber connector fracture.